Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. Approximate age of device - 1 year and 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a pump stoppage event on (B)(6) 2017 while connected to the mobile power unit (mpu). The event was accompanied by red heart / pump stop alarms. During the alarms the patient experienced a chest pain which resolved soon afterwards. There was no evident damage to the percutaneous lead (driveline) from visual and tactile inspection. However, the x-rays revealed an area of concern on the driveline external to the patient. Log file analysis completed by the manufacturer¿s technical services representative confirmed a pump stoppage while attached to the mpu. On (B)(6) 2017, the distal end replacement of percutaneous lead (driveline) was performed and the patient was expected to be sent home. On (B)(6) , analysis of the submitted log files confirmed the pump stoppage events after the driveline replacement. On (B)(6) 2017, a second driveline repair was performed. The patient was sent home on an ungrounded cable. No further information was provided.

Manufacturer narrative:
Although the low speed events and pump stop events were confirmed through evaluation of the submitted system controller log files, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. However, the driveline was not entirely returned. Furthermore, a correlation between the reported chest pain and the device could not be conclusively determined. Review of the submitted log files confirmed low speed and pump stop events on (B)(6)2017, corresponding to alarms for low speed and low flow hazard, as well as driveline disconnect. These events occurred while the patient was connected to the mobile power unit ( mpu). Technical services personnel arrived onsite on (B)(6) 2017 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 18.5 inches. No damage to the outer silicone jacket, bionate layer, or metal shielding identified. Electrical continuity testing did not reveal any discontinuities or shorts. Visual examination of the underlying wires did not reveal any insulation breaches. High-potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no second driveline repair done on this patients driveline.